Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D4: batch#: 554d84. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 (a) reload was received unfired, with the swing tab in the unlocked position and with the right gripping surface broken off, making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 554d84, and no non-conformance's were identified. Pending this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the cartridge could not be loaded when replacing it. A replacement device was taken out and the surgery continued. The package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient no further information is available.